Event description:
A caller reported an issue with the touchscreen responsiveness of their pump, which was not cracked or shattered but was frozen and unresponsive to inputs. There was no adverse impact to the customer's blood glucose level. Despite conducting a pump reset, the issue persisted, prompting the customer to use multiple daily injections (mdi) as a backup therapy. The pump was confirmed to be in warranty, and arrangements were made to return it to tandem using a pre-paid label within 10 days, with instructions for putting the pump into storage mode prior to return.